Manufacturer narrative:
Other, other text: additional information was received indicating that there was no patient involvement.

Event description:
It was reported that the occlusion test failed on a smiths medical pump. No adverse patient effects were reported.